Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the ambulance was called due to the customer's severe insulin reaction. Customer stated that the incident occurred on (B)(6) 2014. Customer did not allow the ambulance to take him to the hospital. Customer did not check his blood glucose level. Customer has been a type 1 diabetic for over 47 years and knows more than his doctor. Customer does not wear sensors half the time. Customer stated that the pump keeps him up at night because it alarms for a lost sensor. Customer declined troubleshooting. Customer stated that it occurred twice today, but is working now. Customer stated that the sensor is 4 days old. Customer stated that he charges it and it still gets alarms. Customer reported that the infusion sets do not adhere in the summer time. Customer perspires heavily on his belly area and the sets don't adhere there. Customer was advised to call back if the issue continues. No additional information provided.